Event description:
During a wound clinic visit, the left hip was debrided by the physician and the hip wound was measured by the nurse with the foam tipped measuring device. Unfortunately, the end of a foam-tipped applicator had freed itself from the end of the plastic tip. The nurse was not able to retrieve this. Physician was called to the room to retrieve this. The physician was able to visualize the undermining area and retrieved the foam-tipped applicator by using the assistance of an otoscope with a long ear tip and pickups.